Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced recurrent lows and responded to each alert by consuming 15 grams of oral glucose, which led to subsequent highs followed by recurrent lows; education was provided to acknowledge alerts and adjust treatment accordingly, and no device component issue was identified. Symptoms included hypoglycemia and hyperglycemia ranging from 32 mg/dl to 464 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem of overtreating hypoglycemia. No device problem was found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.